Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 74002, lot# n206147, implanted: (B)(6) 2010, product type: adapter. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3998, lot# j0428215v, implanted: (B)(6) 2004, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted:(B)(6) 2010, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had a loss of therapy. The patient had a loss of stimulation. The implant on their right side stopped working. They could increase the stimulation but could not feel anything. Every once in a while if they moved a certain way they would get a big jolt in their leg. The jolts were occurring intermittently. There were no falls or trauma associated with this event. The patient checked their device with their patient programmer and it showed the device was on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.